Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: xience prime indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo (new) native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was performed for treatment of acute myocardial infarction and a 90% thrombosis in the right coronary artery (rca). A non-abbott guide wire was advanced followed by pre-dilatation using a nc trek balloon. A 4.0x23 rx xience prime stent system was advanced to the mid rca and the stent was deployed. Post dilatation was performed using a 4.5x15 nc trek. After post dilatation, mild haziness could be seen at the proximal segment of the stent. Thrombosis was suspected. An unspecified 5x17 peripheral balloon was advanced through the stent and inflated at low pressure at the proximal segment of the stent. When pulling back the balloon, resistance was felt and the stent became compressed longitudinally and distally. The cause of the resistance is unknown. The balloon was withdraw from the anatomy. The stent was re-wired and both segments of the stent were post-dilated and apposed to the vessel wall successfully using an unspecified 4.5 mm balloon at 14 atmospheres. There was no clinically significant delay in the procedure. The patient is reported as doing fine with no clinical findings at followup appointment. No additional information was provided.